Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00312 on 22-september-2022. Siemens filed supplemental MDR 1219913-2022-00312-s1 on 03-january-2023. Additional information 21-feb-2023: siemens concluded the investigation for an outside of the united states (ous) customer observation of discordant immulite 2000 xpi toxoplasma quantitative igg (txp) results when using kit lot 517 in comparison to an alternate method. Field service engineer had checked the system and verified its performance. Siemens performed an investigation to determine if there had been a positive shift with immulite 2000 xpi txp kit lot 517. The investigation assessed internal data and customer data obtained from smart remote services (srs). Srs data was gathered and the percentage of samples resulting reactive, indeterminate, and non-reactive results for each kit lot was calculated. An increase in percent reactive results is not observed with immulite 2000 xpi txp kit lot 517. Based on internal panel data, interpretation variability for a single sample is observed historically. Review of the precision of the assay using immulite 2000 xpi txp kit lot 517 showed to be within specifications. Srs data and internal data do not confirm a positive shift in performance of immulite 2000 xpi txp kit lot 517. The investigation confirmed there has been no positive shift in performance for immulite 2000 xpi txp kit lot 517. Siemens cannot rule out pre-analytical factors such as sample handling or integrity, or sample specific effects as the cause of discordant results observed by the ous customer. The immulite 2000 xpi toxoplasma quantitative igg (txp) kit lot 517 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00312 on 22-september-2022. Additional information 21-december-2022: field service engineer had checked the system and verified its performance. Siemens initiated a study with immulite 2000 xpi toxoplasma quantitative igg (txp) lots 517, 519 and 520 with qc and patient samples, but the data was inconclusive. A second study was performed with txp lots 517, 520 and 521 (519 lot had expired) with qc and patient sample panel and noted high precision on some samples and different interpretations between lots. Further investigation is to be performed regarding this issue.

Event description:
The customer observed discordant immulite 2000 xpi toxoplasma quantitative igg (txp) test results on three patient samples in comparison to an alternate method. Immulite 2000 xpi txp results for these samples were not reported to the physician, results from the alternate method were reported. There are no reports that treatment was altered or prescribed or adverse health consequences occurred due to the discordant immulite 2000 xpi toxoplasma quantitative igg (txp) results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report discordant immulite 2000 xpi toxoplasma quantitative igg (txp) results when compared to an alternate method. The limitations section of the instructions for use states the following: "the results of the test must be taken within the context of the patient's clinical history, symptomology and other laboratory findings." Siemens continues to investigate.